Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device was replaced to address this issue. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. The device was not in patient use when the reported event occurred.